Event description:
It was reported that pump declared cartridge change error while customer was using pump in case and an extra cartridge o-ring was stuck in pneumatic tap area. There was no adverse impact to the customer's blood glucose level. Customer, under guidance from technical support, removed pump from case, inspected and removed o-ring from pneumatic tap, cleaned area with appropriate material, reattached cartridge ensuring it was fully snapped in place, successfully completed on-screen load process, and then resumed insulin delivery.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.